Manufacturer narrative:
(B)(4). Add'l data: per customer report - customer indicated that upon initial attempt to login to the pas device, the tutorial function which had been inadvertently accessed, prohibited user from exiting program to login. User stated that after reboot, the device operated normally and as intended.

Event description:
User reports inability to login to the pyxis anesthesia system in an effort to access medications. No patient present.